Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During preparation of the glenoid, the plastic drill guide broke (at the junction where the guide attaches to the handle). The broken piece was retrieved and discarded.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A photograph of the reported broken device was provided. The photograph confirms the hex connection feature is broken off the device. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required were not provided. A complaint database search against product code 223600002 finds additional reported events of problems assembling the guide to the handle. A design change was implemented in 2011 to improve the hex connection for better fit with the curved handle, added a posterior slot for increased ease of removal, and a new annealing process to the material for enhanced durability. Without the product lot code it cannot be determined if the current reported guide was manufactured prior to or after the design change in 2011. The investigation could not identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.